Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis a conclusive cause for the difficulties could not be determined and the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 8f sheath after a peripheral interventional procedure. Reportedly, there was significant resistance opening the foot. The device was removed and wire access was kept via guide wire exit/port. Another proglide was used to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.